Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tamp tube of a 5f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g7,h1,h2,h3 and h6. As reported, the tamp tube of a 5f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The sealant sleeve was retracted to the shuttle handle. The sealant was protruding from the slit on the shuttle cartridge tubing. The sealant was exposed to blood and stuck to the shuttle. Per functional analysis, upon unsheathing, the advancer tube was found engaged to the proximal tamp lock. Per microscopic analysis, no anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2006402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failing to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.